Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. Tha patient presented with a myocardial infarction and was referred for cardiac catheterization. The index procedure treated the totally occluded 3.5x20mm target lesion located in the mid right coronary artery. Treatment consisted of pre dilation and the placement of a 3.5x20mm taxus liberte stent. A grade b vessel dissection occurred and a 3.5x12mm bail out stent was implanted. Residual stenosis was 0% with timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.